Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a frozen screen display. No medical intervention was reported. Additional event or patient information is not available. The complaint device was received for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed; however, it is unrelated to the customer complaint. A review of the downloaded data log did not observe any errors. The reported event of a frozen screen display was not confirmed. A root cause could not be determined.